Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced backflow. The following information was provided by the initial reporter: while priming the drug (rivolumab) to the patient, medication from secondary tubing drained into the primary normal saline bag and not correctly down the tubing and to the patient.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced backflow. The following information was provided by the initial reporter: while priming the drug (rivolumab) to the patient, medication from secondary tubing drained into the primary normal saline bag and not correctly down the tubing and to the patient.

Manufacturer narrative:
The following fields were updated due to additional information possible lots were identified: 22025010, 22025503, 22025659, 22025501, 22025502. D4: medical device lot #: 22025010, d4: medical device expiration date: unknown, h4: device manufacture date: unknown. D4: medical device lot #: 22025503, d4: medical device expiration date: 15feb2025, h4: device manufacture date: 15feb2022. D4: medical device lot #: 22025659 , d4: medical device expiration date: 15feb2025, h4: device manufacture date: 15feb2022. D4: medical device lot #: 22025501, d4: medical device expiration date: 12feb2025, h4: device manufacture date: 12feb2022. D4: medical device lot #: 22025502, d4: medical device expiration date: 15feb2025, h4: device manufacture date: 15feb2022. H6: investigation summary one primary tubing (model #2426-0007) and one secondary tubing were returned by the customer. It was reported that while priming the drug (nivolumab) to the patient, medication from secondary tubing drained into the primary normal saline bag. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the primary set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. After a few minutes, the blue dye/water mixture fluid from the secondary bag was found to be flowing through the check valve into the primary bag, indicating the check valve was failing to prevent backflow. The customer complaint can be verified. A quality notification was sent to the supplier, and the sample was sent for further investigation. The supplier was able to confirm the failure. The check valve was disassembled, and particulates were observed on the silicone disc. The particulate was sent for analysis. The particulate observed between the disc and the sealing surface created a leak path that led to the backflow failure. Particulate analysis results indicated particulate with characteristics of acrylonitrile/butadiene/styrene resin similar to drip chamber, sodium, and chlorine. The supplier's processes were reviewed. It was determined that the particulate did not originate at the supplier. While this particulate was not generated at the supplier, the supplier will continue to ensure controls are monitored for potential particulate generation. This report was escalated to the supplier of the drip chamber. The supplier has completed an investigation. Since 2015 they have implemented on all assembly machines that assemble drip chambers a dedicated blow of system turbocleaner that blow and suck air in the chamber before spike is assembled. This turbulence created by the turbocleaner is meant to remove impurities inside the soft pvc chamber, and this system is working on the 100% of the parts assembled. A lot number is unknown, however, possible lots were identified: 22025010, 22025503, 22025659, 22025501, 22025502. A device history record review for model 2426-0007 and possible lot number 22025010 was performed. No data was found. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and possible lot number 22025503 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and possible lot number 22025659 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and possible lot number 22025501 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and possible lot number 22025502 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced backflow. The following information was provided by the initial reporter: while priming the drug (rivolumab) to the patient, medication from secondary tubing drained into the primary normal saline bag and not correctly down the tubing and to the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d4: catalog#: 2426-0007. D4: UDI #: (B)(4).